Manufacturer narrative:
G2: the country of the event is gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins). It was reported that the patient reported on the 7th of july that they have had a wound infection at their battery site for 3 weeks and have had 2 lots of antibiotics. Diagnostic methods were patient reported and examination with both dated (B)(6) 2025. On the (B)(6) 2025 the ins was removed. No further reports of infection. Awaiting a plan regarding re-implant. The event resulted in an unscheduled clinic or office visit. The etiology was a causal relationship to the device or therapy, but not related to the implant procedure. The outcome was listed as ongoing. Age at consent was 51.

Manufacturer narrative:
D6a: implant date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the clinical site reported that the event resolved without sequelae on (B)(6) 2025.